Event description:
It was reported that the foot end of the bed would not lower. It was reported that the cpu board and motor coupler had twisted out of the motor shaft. No adverse consequences reported.